Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection (1 gram, every fifth day, route not reported), amikacin injection (125 mg per day, route and duration not reported) and ceftazidime (1 gram daily, route not reported). At the time of this report, the patient outcome was not reported. On an unreported date, vancomycin and ceftazidime therapy were discontinued. Dianeal therapy was ongoing. No additional information is available.